Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced an issue with the monopolar curved scissors (mcs), the instrument had a broken cable. The procedure was completed with a backup instrument with no report of patient injury.